Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was compelted successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One and half years later the patient presented to the hospital experiencing a cerebral vascular accident. A transesophageal echocardiogram (tee) was performed and showed that the closure device is positioned well and has no leak nor thrombus present. The physician placed the patient back on anticoagulation medication indefinitely. The patient is expected to make a full recovery from this event.